Event description:
It was reported that a high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced. There were no adverse health consequences, the patient was stable.